Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The temperature pick points were representing colder than the adjacent pixels. When the surgeon noted that the pixels were colder, the foot pedal would be released. The temperature pick points would then rise to a temperature about 43 celsius. The yellow thermal dose threshold (tdt) lines would grow. When the temperature would then decrease, the surgeon then would press the foot pedal. It was noted that the surgeon performed a biopsy prior to the ablation procedure and flushed the biopsy with a solution. There were no patient complications reported in relation to this event.